Manufacturer narrative:
Race: (B)(6). Expiration date: unknown due to unknown product code and lot number. UDI: unknown due to unknown product code and lot number. Device manufacture date: unknown product code and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the percutaneous coronary intervention (pci) was done. The patient felt a numbness and tingling sensation the next day. Bleeding was noted at the site, and compression was performed. Heparin was given, computed tomography (CT) angio was done and a small filling defect was found. The anchor was not anchoring. A vascular surgeon performed a thrombectomy. The patient was stable and is doing fine. The patient had acute limb ischemia, they were diabetic and did not have peripheral artery disease (pad). Additional information was received on 02march2021. An 8fr angio-seal device was used. A 7fr procedural sheath was used. It was reported that they felt like the angio-seal anchor was not placed properly or something was wrong with anchor placement. The flow was compromised because of thrombus/clot. Occlusive material was removed from the vessel was thrombus and device/collagen. Hemostasis was initially achieved by device, however with manual compression. Estimated blood loss was approximately 100ml.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for collagen deposition into the artery. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.